Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to an in-clinic evaluation as the device was no longer functional. During the evaluation, a right cylinder tubing crack was noted. A surgical procedure was performed two weeks later and the cylinder and pump were removed and replaced. The cause of the reported anomaly was not reported by the medical staff. There were no patient complications reported.

Manufacturer narrative:
Approximated based on event description, as anomalies were identified two weeks prior surgery.